Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pocket discomfort and intermittent charging difficulty. X-ray confirmed ipg had moved. The patient underwent a revision procedure wherein the ipg was replaced per preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.